Event description:
The customer stated that he was experiencing unexplained high blood glucose levels. The reported blood glucose reading at the time of the call was 439 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but failed the high pressure test as the insulin pump never gave a no delivery alarm, but alarmed motor error. The customer stated that the insulin pump had been exposed to airport security previously. Conducted the displacement and self tests, and the insulin pump passed both tests. However, the customer stated that the insulin pump was making a very loud noise during the rewind. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.